Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was 58 mg/dl and carbohydrates were consumed to address the low bg. The contact stated that the basal rate was set too high. The contact spoke with a healthcare provider and the basal rate was adjusted.